Manufacturer narrative:
One sample was received for evaluation. The visual inspection revealed that the packaging was normal and the bandage itself was visually normal. A device history record (DHR) review was completed for lot# 927142d. There were no manufacturing related issues related to the complaint issued for this lot. All specifications of the foam dressing were met. A root cause analysis could not identify a root cause. A possible root cause could be that the patient may have sensitivity to the phmb foam. Based on the investigation findings, no corrective or preventive action is planned at this time. The supplier no longer manufactures this product for covidien. This complaint will be used for trending purposes.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dressing. The customer reports that the female patient was admitted with a stage 4 pressure ulcer on her hip. The treatment was started with kendall adhesive and foam and changed it after three days. When the dressing was removed, the area where the foam sits on the skin was bright red and inflamed. Treatment with phmb was stopped. Ectosone cream was ordered and regular border foam was used instead with good results. The patient current status is reported as recovered.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.